Event description:
Upon positioning the anterior chamber lens in the pt's eye, the surgeon noticed that a piece of haptic was missing. The lens was removed (same surgical procedure), the eye was examined and the broken haptic piece was not found. The surgical drapes were also searched. It is unk if the broken haptic piece is in the pt's eye.